Event description:
String has fell out of 3 tampons [device breakage]. Case narrative: consumer reported via e-mail that tampon strings fell out. No injury reported.

Manufacturer narrative:
Correction: product is tampaxtamponspearlfullsizeregnorunscnt36ct. There is insufficient information to perform a product investigation.

Event description:
String has fell out of 3 tampons (device breakage). Case narrative: consumer reported via e-mail that tampon strings fell out. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.